Manufacturer narrative:
(B)(4). G2: report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty followed by a revision approximately 13 years later for an unknown reason. During this revision, it is known that a zimmer biomet stem was implanted. Subsequently, on an unknown date, experienced a fracture of the femoral diaphysis and developed pseudoarthrosis. The patient underwent an orif with unknown plate and screws. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6, h11. Corrected: e1, e2, e3, g2. G2: report source: belgium. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.